Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the faulty ise sample arm. The fse replaced the ise sample transfer unit to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Patient information: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no change to treatment, injury or death associated with this event. The customer did not provide patients demographics. The customer provided the following results for na and k for 10 patients.